Event description:
The reporter indicated that the device took 11 seconds to revert to the programmed outputs after the wand was removed during pacing threshold test in temporary functions. The reporter also stated that the pt fainted!